Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received three (3) photos and one (1) sample for investigation. The sample underwent a visual inspection for incorrect stopper color, and the sample failed the inspection. Furthermore, the analysis of the photos showed that two out of three displayed evidence of incorrect stopper color. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color based on customer photo and returned sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the rubber stopper of one (1) tube is discolored. No adverse impact was reported regarding the patient or user.